Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue upon power up. The fse inspected the compressor and motor control board and found that the motor control board and battery terminals with residue. The fse resolved the issue by replacing the motor control board, and further confirmed no alarms upon powering up the unit. The fse performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure #50. There was no patient involvement, and no adverse event reported.